Event description:
Following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's right groin. Following the procedure the pt's blood pressure dropped. Therefore, intravenous fluids were started. An ultrasound was performed which revealed a retroperitoneal bleed as well as a large hematoma extending laterally into the peritoneum. The pt was started on dopamine and transfused with four units of packed red blood cells. The physician reportedly did not attribute this event to the angio-seal, but rather felt that the bleeding may have been related to a clot from the previous procedure which may have become dislodged. There was no report to the MFR of further complication or pt sequelae.